Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found that the retrograde drill was returned without the guidewire or suture guide. The retrograde drill was not deformed or dented. A functional evaluation found that the retrograde drill functioned as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the trunav retrograde drill's wire at the end of the drill was broken. The procedure was completed with delay greater than 30 minutes using a back-up device. No patient injury or other complications were reported.